Manufacturer narrative:
An event of insufficiency, which was suspected to be due to a torn leaflet, was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 25mm trifecta gt valve was implanted. The annual echocardiogram (echo) performed on (B)(6) 2018 and (B)(6) 2019 showed the valve working as intended. On (B)(6) 2020, the patient presented with aortic insufficiency from an echo exam. It was suspected that the insufficiency was due to leaflet tear. A valve in valve with a 26mm sapien valve is scheduled.